Manufacturer narrative:
Additional information: brand name: unknown as information was not provided. Model number: a complete catalog number is unknown, as product serial number was not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Serial number: unknown as information was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If explanted; give date: not applicable as the iol remains implanted in the patient's ocular dexter (right eye). PMA/510(k) number: unknown as iol product information was not provided. The product serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by clinical masked study that one patient implanted with bilateral intraocular lenses at 1-month visit, the subject complained of severe starbursts making it difficult to drive on prvsq. When asked, the patient reported his symptoms were not debilitating. Best corrected visual acuity for both eyes noted to be 20/16. There is no plan for intervention. Additional information was received and it was learnt at patient¿s 6-months visit the subject still reports being extremely bothered by glare, halos and starburst making it difficult to drive at night. Subject reports symptoms are sometimes debilitating, but yellow glasses help with the symptoms. Best corrected distance visual acuity is 20/20 in each eye. Because event is involved in a masked study no product identifiers were provided. The patient has bilateral lens implants. This report captures the iol implanted in the patient's ocular dexter (right eye). A separate report will be filed for the patient's ocular sinister (left eye). No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: in follow-up report #1 the date 7/2/2020 was provided in section g4, however on august 25, 2020, it was clarified with the clinical research team that on july 2, 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on july 7, 2020, therefore, the correct aware date for reporting purposes is july 7, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis synergy with optiblue. Model #: zfr00v. Catalog #: zfr00vu215. Serial #: (B)(4). Expiration date: 3/15/2024. UDI#: (B)(4). Manufacturing date: 3/15/2019. Corrected data: the initial report was submitted under a then unknown clinical study device model. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted for a device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 2648035-2020-00142. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.